Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer also requested assistance with programming their insulin pump. It was also found the customer had a check settings alarm on their insulin pump. The customer also reported frequent high blood glucose. It was found the customer had scar tissues that would affect insulin absorption. Advised the customer to revert to a back-up plan if needed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.